Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Unrelated to the complaint, evaluation revealed that the keypad is torn at the up arrow button, and the display screen is discolored. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The observed display screen malfunction has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that the pump dispensed insulin during the load step of a cartridge change three times while she was changing supplies in response to loss of prime warnings. There was no reported patient impact as a result of the incident.